Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Since the link was not returned with the device, the scope of this investigation was very limited and the reported failure could not be confirmed. The cause of the incident was related to the operational context of using the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, reportedly the event occurred the first week in (B)(6) 2013. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted in a common femoral artery using a proglide device with a 6f sheath after an percutaneous coronary intervention procedure (pci). Reportedly, when the plunger was retracted a link break occurred. The foot was parked (retracted) and the proglide device was removed. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. It was reported that the physician does not remember if he had taken a femoral angiogram. The physician is reported to be trained in the use of the proglide device. No additional information was provided.